Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed "system error, out of service. Revert to manual CPR" was confirmed during both archive data review and functional testing. A review of the archive data log file indicated the occurrence of system error - 139 (unable to hold compression position). The root cause of the system error was likely due to the very dirty break gap which resulted in seizure of the brake gap. This is likely attributed to wear and tear. The platform was manufactured in may 2015 and is over 7 years old, past the service life of 5 years. However, user mishandling/neglect cannot be ruled out as no documented report was found showing that regular preventative maintenance (pm) was performed since the device was acquired by the customer. Performing regular preventive maintenance would prevent the brake gap from seizing and causing the autopulse platform to stop functioning with a system error, per design. During visual inspection, front enclosure was observed to be cracked, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. Also unrelated to the reported complaint, the shift lock plunger was observed to be worn, likely attributed to wear and tear. The front enclosure and shaft lock plunger will be replaced to address the issues. A very dirty brake gap was also observed, related to the reported complaint. Archive data review showed the occurrence of system error - 139 (unable to hold compression position), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the (ua) 139 displayed upon powering up, thus, confirming the customer's reported complaint. The system error was cleared using the administrative menu. The brake gap was cleaned, inspected, and verified to be within specification. The device subsequently passed a 15 minute functional test with the large resuscitation testing fixture, (lrtf) equivalent to a 250 pound patient. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported the autopulse platform (sn (B)(4) displayed "system error, out of service. Revert to manual CPR". During a patient event, the platform was used on an intubated patient. After a couple rounds of CPR, the patient had a shockable rhythm. The crew used manual defibrillation and shocked the patient while the patient was on the platform. After the shocks were delivered, the platform displayed the "system error" message. The crew tried to clear the message by removing and reinserting the autopulse li-ion battery, but the error message persisted. They obtained another platform. Three more shocks were delivered to the patient, while on the platform, and that platform performed as intended. No impact or consequence to the patient.